Event description:
It was reported that the patient died approximately two weeks after a pump implant. The pump contained fentanyl for intravenous use. The institution did not allow for compounded medications so refill times were every few weeks. The intrathecal (it) dose was approximately 90mcg/day. The patient also received systemic fentanyl via patches, and methadone. The patient came to the emergency room (ER) feeling poorly, and then arrested. The physician felt that this was a cardiac event versus respiratory arrest, secondary to narcotic overdose.

Manufacturer narrative:
The exact date of death was unknown. Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).